Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the amount set up on the meter does not go correctly to the pump. The patient stated that while delivering a combo bolus with the meter, the pump reported a larger bolus than was programmed. Customer support advised the patient to call back if this issue occurred. The patient contacted animas on (B)(6) 2013 with the same issue. The patient stated that while delivering a combo bolus with the meter, the pump reported a larger bolus than what was programmed. The patient stated that she set a combo bolus of 0/100% and set for 30 minutes. The patient reviewed the bolus history and alleged that the pump gave her half of .70 upfront and the other half 30 minutes later. She stated this caused her to go low with a blood glucose (bg) of 61mg/dl with feeling shaky. She treated with one teaspoon sugar and hot tea. Fifteen minutes later she still felt shaky and treated herself again with one teaspoon sugar and hot tea and her bg went up to 79mg/dl. This report is being made due to the alleged hypoglycemic event that the patient experienced due to allegation of a history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump and a test meter was paired with the pump for investigation. The pump¿s history showed that on (B)(4) 2013 a 3.10 unit combo bolus was programmed and 0.55 units was delivered due to a ¿partial delivery; user aborted meter¿ warning. The 3.10u combo bolus was then reprogrammed at (B)(4) 2013 19:49 and fully delivered by (B)(4) 2013 20:18. During testing, a 4.20 unit combo bolus with a 25:75% split was performed from the test meter; at the end of the half hour the pump displayed the correct combo bolus of 4.20 u had been completed. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad was tested and no hyper responsive buttons were found. The complaint could not be duplicated during investigation.